Event description:
The customer contact reported a loss of suction. During incoming inspection prior to clinical use, it was reported that after the suction liner was inserted into the device, loss of suction was noted. Reportedly, the yellow t piece of the canister was not properly screwed into the canister. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.